Event description:
It was reported that episodes of oversensing were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of a sensing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.